Event description:
Customer reported via phone call to have high blood glucose of 584 mg/dl, which was treated with manual injection. Customer had symptoms of blurred vision, headache and bad mood. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that customer received check settings alarm, but was not able to hear as beeps were too low to hear. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.